Event description:
Caller states during a correlation study the following coaguchek s/coaguchek xs results were obtained: 1.8 inr/2.3 inr. Coumadin was adjusted based on device results, however no adverse event reported. Requested return of suspect system, however strips are unavailable for return.

Manufacturer narrative:
This medwatch is for suspect device in coaguchek xs system. (B)(4).